Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and pacing inhibition on the left ventricular channel. Additionally, an unrelated pacemaker mediated tachycardia (pmt) episode was also observed. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.